Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-01287. It was reported that patient had an infection at both the ipg and lead sites. In turn, entire system was explanted. Reportedly, infection has resolved.

Manufacturer narrative:
Date of birth - corrected date.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-01287.